Manufacturer narrative:
Additional information provided in h.6. And h.11. The photo of the combined pak was visually inspected. The infusion chamber on the pinch plate cracked. Products from complaints of a similar nature previously investigated has confirmed the damage on the infusion chamber might probably cause by shipping/handling, not welding issue. The customer provide a photo which was reviewed; it was confirmed that the infusion chamber was cracked. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the damage is most likely related to shipping/handling of the product. Another potential contributing factor could be related to customer handling of the product. No further investigative or manufacturing actions are warranted at this time as the exact root caused could not be conclusive be determined at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the preoperative test could not pass, the infusion chamber was cracked and there was large amount of water leaked from the cassette before vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.